Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the carb value into the blood glucose field and delivered too much insulin. Customer realized the mistake after delivering the bolus and was able to correct by eating food. There was no impact to the customer's blood glucose level.